Event description:
A customer reported that a system message displayed an illumination was unavailable during a vitrectomy procedure. The system was exchanged and the procedure was able to be completed w/o harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the front panel pcba (printed circuit board assembly). The system was then tested and met product specifications. The root cause has not been determined. (B)(4).